Event description:
It was reported that "put the two screws thru targeter, no problems. From there the last three screws missing the nail. The targeter did not line up properly. Had to freehand the screws without targeter."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.